Event description:
It was reported to boston scientific corporation that a endovive three-port through the peg jejunal feeding tube (j-tube) was used during a percutaneous endoscopic gastrostomy procedure. According to the complainant, the feeding cap on the j-tube will not stay closed. A c-clamp is being used to prevent the cap from opening. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over 18 years old. (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is still implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.